Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent a spay veterinary procedure in 2026 and suture was used. During the procedure, it was reported by the account contact that during a spay procedure, the ethicon suture failed during knot tying, and the needle detached from the suture. It was further reported that this issue occurred multiple times, with three occurrences in one patient and two prior occurrences from the same lot. No additional information was provided. No patient consequences were reported. There were no adverse consequences reported. Additional information was requested.